Event description:
It was reported the implantable neurostimulator (ins) was being explanted today because it was in overdischarge. It was noted that it is not known how long the ins was in overdischarge and the patient had not used it in ¿a long time.¿ it was noted the patient is getting a pump implanted today. Additional information reported the entire spinal cord stimulation system was being explanted. It was noted the lead was replaced prophylactically. No patient symptoms were reported. Patient outcome was not provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of neurostimulator model 37712, serial # (B)(4) showed no significant anomalies and was functionally okay with good stable output and telemetry observed after recovery with a physician mode recharge (pmr) procedure.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.